Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported touch screen not working and observed liquid patch on the vela ventilator. The customer did not report if there was any patient involvement or not.